Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed no battery alarms. Customer's blood glucose was 7 mmol/l. Alarm was unable to be cleared. Customer had tried different battery cap and batteries. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to verify battery out of limit alarm anomaly and unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all the operating current test due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.